Event description:
It was reported, during an implant procedure, the lead was attempted and dislodged. Additionally, muscle stimulation was observed with this lead. Consequently, this lead was withdrawn and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis finding: no anomalies found.